Event description:
It was reported that the procedure was to treat a perforation in the left circumflex (lcx) artery with heavy calcification and heavy tortuosity. The 2.8x19mm graftmaster covered stent system was attempted to be advanced to the target lesion; however, failed to cross due to the anatomy and the stent became bent. Therefore, the graftmaster was removed from the anatomy and another 2.8x19mm graftmaster stent was attempted to cross the target lesion; however the 2nd graftmaster also failed to cross due to the anatomy. There was no adverse patient sequela. The procedure was completed with another device. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional graftmaster device referenced in b5 is filed under separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. The lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.